Manufacturer narrative:
Results: a sample was returned for evaluation. The needle had retracted. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: unable to establish a root cause, suspected that the button may have been inadvertently activated by the clinician.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set needle retracted during venipuncture before the tubes were drawn. Patient needed to be stuck again to draw labs. There was no injury or medical intervention reported.